Manufacturer narrative:
Device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (service code 204) was isolated to the cable connecting the distribution node (dn) to the rear therapy electrodes being pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt. Device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (service code 204) was isolated to broken yellow and black pulse wires at the distribution node (dn). The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was displaying a service code 204.